Event description:
The ethicon eea stapler was being used for a colonic anastomosis. The device was fired without issue and produced two fully intact tissue rings, however, when a leak test was performed there was a significant leak between the staple line.